Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, a ¿cs069¿ alarm was reproduced at power up. The pump was unable to recover from the ¿cs069¿ alarm after reboot, further testing steps were failed from the hard alarm. The ¿cs069¿ failure was defined as language file corruption while retrieving the language text. The ¿cs069¿ failure was written as ¿cs087¿ failure in the black box. The error was resident to the flash chip (u39). Unrelated to the original complaint, there was no audible sound due to a misaligned piezo contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.